Event description:
It was reported that the physician disagreed with 12l ECG interpretation. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4): it was reported that the physician disagreed with 12l ECG interpretation. There was no reported adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.